Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, in the first few seconds, the super turbovac 90 wand didn't respond. The ablation and coagulation functions were not responding. The procedure was completed with a vulcan generator with a delay of less than or equal to 30 min. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that incorrect power cycling of the controller can result in device failure. One picture has been provided by customer and it shows the device label. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the wand was able to generate plasma as intended. The complaint was not confirmed. Factors that could have contributed to the reported event include: not having sufficient saline in order to maintain the formation of plasma, device reaching its end of life, or not having the wand or foot control connector fully inserted into the controller display. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.